Event description:
Two patient samples with discrepant results for multiple assays. Patient 1, initial bun gave 2 mg/dl; repeat gave 8 mg/dl. Patient 2, initial ast gave 34 u/l; repeat gave 22 u/l. Initial ggt gave 6 u/l; repeat gave 28 u/l. Initial ck gave 78 u/l; repeat gave 110 u/l. Erroneous results were not reported. The field service rep determined the cause to be a mechanical failure and adjusted rinse mechanism 2 squeegee, rinsed sample probe and replaced cells. Performance tests were performed and within specification.